Manufacturer narrative:
Correction: the patient did not experience a loss of osseointegration as previously reported. The implanted device remains. (B)(4). This report is filed february 12, 2016.

Manufacturer narrative:
This report is filed february 12, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss.